Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half height drawer 4-1 failed and would not recover. A field service engineer replaced the retractors for drawers 4-1 and 4-2, ran diagnostics, and tested the drawer and all pockets to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer 4.1 was failed to detect on bus. The customer stated that the user managed to get medication from another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes and section b describe event or problem and section d device available for eval, returned to manufacturer on. Correction: section d medical device model, unique device identifier (UDI), section g manufacturing location, reporting source. The reported condition of device not detected on bus was confirmed during fse testing and subsequently confirmed during dchu investigation process. The device was initially evaluated by the field service engineer (fse) according to work order (B)(4), the fse reported that the retractors for drawers 4-1 and 4-2 were replaced, diagnostics were ran, and both the drawer and all pockets were tested, confirming they were functioning properly. During dchu visual inspection p/n 353844-01 (a) the part was observed with thermal damage on the copper strands, no other anomalies were detected. P/n 353844-01 (b) the part was received in good condition with no anomalies observed. During dchu testing p/n 353844-01 (a) no dchu testing was required due to the observed thermal damage during visual inspection. P/n 353844-01 (b) the dmm and hta testing passed successfully with no anomalies or intermittent behavior detected. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the reported issue, "device not detected on bus," was determined to be caused by thermal damage to the assy retractor dwr hh cubie (p/n 353844-01). This thermal degradation compromised the integrity of the assembly and ultimately affected the drawers functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer 4.1 was failed to detect on bus, which located on 5wtele2. The customer attempted troubleshooting by rebooting the device, unplugging and replugging the cable, and opening the back door for inspection; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. As per part investigation, it was determined that there was thermal damage to the assy retractor dwr hh cubie. There were no adverse events or injuries reported based on this event.